Event description:
The customer reported that the system was producing uncommanded x-ray, however, the fe indicates that the x-ray light did not turn on, and the left (live) monitor did not update. The system was locked up and did not produce x-rays. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The power supply and wing harness were replaced during the service call. The system was tested and found to be working as intended and put back into service.